Manufacturer narrative:
B5-updated information: on (B)(6) 2020 the lens was exchanged with a longer lens and the problem was resolved. Claim #: (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture and debris on the lens. Visual inspection found debris on the lens surface and the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -11.0 diopter into the patient's right eye (od). The surgeon reports low vault. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.